Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
(B)(6) 2024 9:46 am est gw- patient's mom called in mentioning putting a new dexcom g7 on the pt last night before bed and the pts bg has been not reading on the ilet ever since then. Agent asked if the dexcom receiver is being used. Mom states the receiver is being used. Agent informed pt and mom the receiver can't be used with the ilet. Mom understood and disconnected the receiver from the dexcom g7. Dexcom g7 was then connected back to the ilet. High bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A. Yes 2. What was your highest bg level during this event? A. High 3. How long were your bg levels high (above 180mg/dl)? A. Over 12 hours 4. Did the device give alerts for above 180mg/dl for over 90 minutes? A. Yes 5. Did you use any back-up therapy to correct your high bg levels? A. No 6. Did you do any ketone testing? If so, did you follow your ketone action plan? A. Negative 7. Have you had any recent steroid injections? A. No 8. Did you receive any professional medical intervention for this event? A. No 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)? A. Feels a little sick to the stomach.